Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) recorded several spikes in rv pacing impedances from normal, low values to high, out of range pacing impedances. No event with noisy signals and the shock lead impedance was stable. An spring contact issue was suggested. Several months later, the system triggered an alert for out of range rv intrinsic amplitude readings. No programmin changes done around this. The system remains in service and they would continue to observe for signs of lead issue. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) recorded several spikes in rv pacing impedances from normal, low values to high, out of range pacing impedances. No event with noisy signals and the shock lead impedance was stable. An spring contact issue was suggested. Several months later, the system triggered an alert for out of range rv intrinsic amplitude readings. No programming changes done around this. The system remains in service and they would continue to observe for signs of lead issue. No adverse patient effects were reported.